Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with the blister damaged. The blister was visually inspected and it was found to have a small hole near the corner where the device handle is located. Due to the damage found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # ni.

Event description:
It was reported that while preparing for a laparoscopic cholecystectomy procedure, there was a hole found in the tyvek of the unopened packaging material. The packaging was not opened. Another like device was pulled and used for the procedure. There was no patient involvement and no patient consequences. There is no further information.